Event description:
Dealer states that pt brought in unit this rental unit with broken spindle stud. He got no info and only replaced broken stud. No injury reported. He has no maintenance records for the unit. Dealer maintains he has no identifying info on the pt.